Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and as hospitalized on (B)(6) 2017. The customer reported that they had high blood glucose and didn't treat correctly and end of in hospital with diabetic ketoacidosis. Blood glucose at the time of hospitalization was unknown. The customer was wearing the pump at time of hospitalization. The customer was currently using it and kept bolusing with pump, and having trouble. The customer treated with shot. The customer stated the pump was delivering having issues with the tubing and the short cannula. The insulin pump will not be returned for analysis.